Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that abvout 2 months post-revision surgery, patient suffered from recurrent dislocation of the revised left tha requiring yet another revision to a zimmer cemented constrained liner to a 32mm +5 ceramic option head. Her multiple dislocations are due to significant tissue damage from adverse reaction to metal debris and her neuropathic loss of proprioception due to cobalt toxicity. Doi: (B)(6) 2019; dor: 2 months post revision surgery; left hip.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4): this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d7, d11, h6 (patient); corrected: b3, h6 (patient). Removed the code for surgical intervention and medical device removal and replaced with no code available (3191) to capture device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Examination of the attached photographs could not confirm the reported observation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Health effect - clinical code: appropriate term / code not available ((B)(4)) used to capture the emotional distress.

Event description:
Update ad (B)(6) 2020: (B)(4) has been re-opened due to the receipt of pfs and medical records. Pfs alleged that the patient was frustrated due to difficulties in making daily activities and unable to walk long distances. After review of the medical records patient was revised to address failed left tha due to recurrent dislocation.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Examination of the attached photographs could not confirm the reported observation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the attached photographs could not confirm the reported observation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.